Event description:
It was reported that it added transmitter to customer device since it was under the distributor. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.